Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2010 and a reservoir was placed. The reservoir was activated and functioned as intended for one day. On (B)(6) 2010, the reservoir could not be locked. It was found that the plastic plates of the reservoirs had been bent. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01646. The same patient is represented in each medwatch.